Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed lesion with calcification was located in the severely tortuous right common iliac and external iliac arteries. The right common iliac artery was predilated by a sterling balloon. A wallstent was implanted. The physician attempted to postdilate the stent with the wanda 7.0-40, 135cm balloon. On the first and second inflations, the balloon was inflated to seven atmospheres, and on the third inflation, the balloon ruptured at seven atmospheres. The postdilatation was completed with a sterling 7x40mm balloon. The pt's status is good with no complications reported.